Manufacturer narrative:
(B)(4). Investigation summary: customer returned two (2) opened/used bd allergy syringe trays for 0.5ml, 27gx0.5¿ syringes from lot 9144518. Customer reported that received product is incorrectly labeled. The 0.5ml syringes inside each returned syringe tray were examined, then tested for cannula length and outer diameter. All 50 tested syringes tested within specification regarding cannula length and outer diameter as displayed on the syringe tray labels. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9144518. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 9144518. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the box of syringes allergy 1/2ml w/ndl 27x1/2 rb was incorrectly labeled as bd5540 1cc, 27g x ½¿ regular bevel syringes. This was noticed prior to use. The following information was provided by the initial reporter: "in regards to item no. Bd5536 1/2cc, 27g x 3/8¿ intradermal bevel syringes, lot no. 9144518, they are incorrectly labeled as bd5540 1cc, 27g x ½¿ regular bevel syringes. The box has been recycled so I cannot verify the label was correct, but we unbox these syringes for use at separate locations in our office, and they were in the correct place."